Event description:
Device manufacturing records were reviewed for the patient's devices and found all specifications were met prior to distribution. The explanted generator and lead were received by the manufacturer for analysis. However, analysis has not been completed to date. No additional relevant information has been received to date.

Event description:
Analysis of the explanted generator and lead was completed. Analysis of the lead showed no observed product related anomalies with the returned lead portions. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. Analysis of the generator showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. However, review of the ram/flash data downloaded from the generator shows an indication of increased impedance; from a value of 2788 ohms to a value of 12160 ohms, and the time of change detection (B)(6) 2015 (explant (B)(6) 2015). No additional relevant information has been obtained to date.

Event description:
It was reported that the patient had high impedance detected on her vns system on (B)(6) 2015 (>10,000 ohms). Impedance was stated to be within normal limits when previously checked in (B)(6) 2015. The patient underwent a generator and lead replacement surgery on (B)(6) 2015 due to prophylactic generator replacement and high lead impedance. The explanted generator and lead have not been received by the manufacturer for analysis to date. No additional relevant information has been obtained to date.